Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the left sided capsular contracture reported initially, the patient also experienced bilateral rupture and right sided capsular contracture. The capsular contractures were stated to be baker grade iii/IV. Explant and replacement with allergan implants was performed on (B)(6) 2020. This report relates to the left prosthesis. See 1645337-2021-05218 for contralateral prosthesis report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced left sided capsular contracture (baker grade unknown) post procedure. It was described to pull up, be painful, hard, and look altered. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.